Event description:
The customer reported to baxter of a clearlink continu-flo solution set with 0.22 micron filter that was involved in a no flow. According to the report, the medication did not flow into the clearlink secondary medication set and they had to squeeze the unknown minibags pretty hard to get it to flow. The patient did get the whole infusion, but a new tubing set had to be used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not submitted for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.